Manufacturer narrative:
Block e1: (initial reporter phone) the initial reporter's phone number is (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an elective esophageal variceal banding procedure performed on (B)(6) 2025. During the procedure, the band deployment system was unable to release the band after successful varix aspiration into the cap. Despite multiple attempts and confirmation that the system was properly attached to the endoscope, no deployment occurred. Upon withdrawal of the endoscope, the bands were observed to be tangled or twisted on the cap. To remove the device, the traction thread was cut, the cap was detached, and the remaining components were extracted via the working channel. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an elective esophageal variceal banding procedure performed on (B)(6) 2025. During the procedure, the band deployment system was unable to release the band after successful varix aspiration into the cap. Despite multiple attempts and confirmation that the system was properly attached to the endoscope, no deployment occurred. Upon withdrawal of the endoscope, the bands were observed to be tangled or twisted on the cap. To remove the device, the traction thread was cut, the cap was detached, and the remaining components were extracted via the working channel. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
E1: (initial reporter phone): the initial reporter's phone number is (B)(6). H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. H11: investigation results: the returned speedband superview super 7 was analyzed. A visual inspection revealed that the ligator housing was returned with five bands attached, two of which were damaged. A photo of the device showed the five bands undeployed and overlapping. In addition, it can be observed in the photo provided that the handle has evidence of trip being secured, and it was pulled up to take up rest of slack. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. This failure might be related with the technique used by the physician or the way the device was being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and could not be deployed due to this condition. The marks on the ligator housing teeth imply that the device might have been used with too much force, potentially causing the teeth to become damaged or perhaps this could be attributed to the way the physician was entering the device through the patient. It is most likely that once the band was attempted to be released from the suture, the bent on the ligator housing tooth affected the band deployment. The same force used could have also made the bands get damaged as seen on the product analysis, being unable to be used under this condition. Therefore, the most probable root cause of this complaint is adverse event related to procedure since the adverse event occurred during the procedure, and the device had no influence on the event.